Event description:
The user facility reported that their sterilizer's generator was sparking and caught on fire. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Contrary to the reported event, the generator did not catch fire. A steris service technician inspected the sterilizer and found that the heater element in the steam generator required replacement. The technician further stated that an arc flash occurred but no flames were produced as stated in the reported event. The technician repaired the unit and returned the sterilizer to service. No additional issues have been reported. The sterilizer is not under steris service contract.